Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The cause of the programmer error message was determined to be a firmware anomaly, which could only be encountered by the loss of telemetry during a brief period in the induction. The low battery voltage detected during analysis was a result of the firmware leaving power on some circuitry that is normally off. (B) (4) - failure (event) observed during analysis.